Event description:
The customer reports the defibrillation sync on the tram 451 is failing to trigger. Ge healthcare has no further information at this time. There was no reported patient injury associated with this event.

Manufacturer narrative:
Patient data is not currently available. A follow-up report will be submitted when the investigation is complete.